Event description:
Pt had bilateral aneurysmal iliac arteries with calcification present in both the common iliac and the external iliac arteries. The left internal iliac artery was embolized due to the proximal stenosis in the vessel. Aaa procedure was planned with the desire to land the contralateral leg graft lower in the external iliac artery due to the extent of the disease in the vessel. Contralateral leg graft and leg extension was deployed with a one stent overlap followed by deployment of the ipsilateral leg. The zenith device was molded at all the appropriate seal and junction sites. Angiogram of the device placement viewed what was first believed to have been a distal type I endoleak. A decision was made to extend the contralateral leg graft lower into the external iliac artery. A larger diameter iliac leg extension was selected and deployed with a full stent overlap between the grafts. Subsequent angiogram still showed a reduction in the endoleak, but visibility still evident. Perceived what might possibly be a type iii or type IV endoleak, but the possibility of a type I endoleak could not be eliminated. All junction and seal sites were again molded with a dilatation balloon catheter. A decision was made to deploy another iliac leg extension approximately two stents below the contralateral check mark of the main body graft. Final angiogram showed the endloeak had diminished, but was still evident. Procedure was then concluded with the decision to monitor the pt at a one month period.